Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected ammonia quality control results were obtained from a vitros control fluid and a biorad control fluid processed using vitros amon slides on a vitros 350 chemistry system. The assignable cause of the event is most likely an instrument event related to micro slide incubator. An ortho clinical diagnostics field engineer performed service actions to return the instrument to expected operation. Following service actions, acceptable vitros amon performance was observed.

Event description:
The customer observed non-reproducible, higher than expected ammonia quality control results from a vitros control fluid and a biorad control fluid processed using vitros amon microslides on a vitros 350 chemistry system. Vitros level 1: 92.0 versus expected 45.1 umol/l; biorad level 2: 114.4 versus expected 85.42 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer was not reporting vitros amon patient results at the time of the event. However, it cannot be confirmed that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).